Event description:
It was reported that the patient sustained unspecified injuries resulting from spinal fusion surgery using rhbmp-2/acs. No additional information has been provided

Event description:
On (B)(6) 2011 ¿ pt presents with low back pain and weakness in the legs. Pt. Underwent surgery for posterior spinal decompression with fusion, instrumentation, placement of interbody fusion cages, posterior fusion, and interbody fusion l3-s1 with harvesting of iliac crest bone graft. ¿bone morphogenic protein was soaked in helistat sponge and this was rolled and placed into the plif cages.¿ on (B)(6) 2011 ¿ pt presents for follow-up with ¿severe back pain and right hip with leg pain down her leg into her toes. She complains of a burning sensation in her right hip and leg.¿ ¿ap and lateral postop x-rays shows her instrumentation and interbody fusions in good position and there is good alignment of the lumbar spine.¿ on (B)(6) 2011 ¿ lumbar mdri shows ¿fluid collection, seroma postoperative deep at the l3-4 level and superficial at the l4-5 level. I think she also has a lumbar radiculitis; this is the best explanation for her hip pain.¿ on (B)(6) 2011 pt underwent procedure for ¿foraminal steroid injections bilaterally at 13-4 and l4-5 with aspiration of epidural seroma.¿ ¿an 18 gauge needle was placed in the epidural space and approximately 20 ml of seroma fluid was removed.¿ on (B)(6) 2011 ¿ ¿pt. Returns and complains of back pain and sharp pain in both hips and into the back of her legs. She had a foraminal steroid injection with fluid aspiration yesterday and this has helped. The weakness in her right leg is unchanged.¿ ¿ap and lateral views show excellent position of the instrumentation at l3-4 and l4-5.¿ on (B)(6) 2011 pt ¿is still having back pain and radicular pain. The back pain is better however after the fluid aspiration, but the leg pain has not significantly improved.¿ on (B)(6) 2011 ¿noted increased weakness in her legs.¿ on (B)(6) 2011 pt underwent procedure for ¿foraminal steroid injections bilaterally at l3-4 and l4-5. Fluid aspiration lumbar spine.¿ ¿the epidural space was aspirated of approximately 5 cc of blood tinged seroma fluid.¿ on (B)(6) 2011 ¿continues to have significant low back pain as well as leg pain and this is really not getting any better.¿ on (B)(6) 2012 ¿ap and lateral views of the lumbar spine show good position of the instrumentation and interbody fusions at l3-4 and l4-s. Instrumentation is in place and no signs of loosening. Ap and lateral view of the coccyx distal sacrum reveals deformity of the coccyx with angulation of the sacrococcygeal joint and degenerative changes in the sacrococcygeal joint.¿ on (B)(6) 2013 lumbar MRI ¿shows status postinterbody fusion l3-l4 and l4-l5, central canal and neural foramina are maintained, no evidence of nerve root impingement.¿ on (B)(6) 2013 CT shows ¿post -operative changes of a prior posterior fixation pedicle screw placement and interbody fusion from l3-l5. No fracture subluxation, or focal canal stenosis. Facet arthrosis at multiple levels as described without course osteophytes, particularly with deformity of left lateral recess at l1-2. Additional coarse osteophytes arising from the facets appear to displace the emerging right l3 nerve root at the l3-4 level.¿

Event description:
Reportedly, the patient developed "serious problems including pain, mental anguish, and the fear of additional surgeries."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient was pre-operatively diagnosed with degenerative disk disease, lumbar spine with lumbar radiculopathy, lumbar stenosis at l3-l5, lumbar instability, l3-l4 and l4-l5 and underwent the following procedures: posterior spinal decompression with fusion, instrumentation, placement of interbody fusion cages, posterior fusion, and interbody fusion l3-s1 with harvesting of iliac crest bone graft. As per the op notes: ¿a small incision made over the left iliac crest fascia and curette was used to harvest the bone graft from between 2 tables of the iliac crest. This bone was combined with the laminotomy bone and this bone was then impacted into the interspaces at l3-l4 and l4-l5. The appropriate sized posterior lumbar interbody fusion(plif) cages were utilized and the rhbmp-2 was soaked in sponge and this was rolled and placed into the plif cages. After rolling and placing the rhbmp-2 into the sponge into the cages, the cages were then impacted into the posterior aspect of the disk space and seated into the posterior aspect of the disk space, seated with excellent purchase and countersunk. The intra-operative x-ray showed excellent position of the cages, interbody fusion, and the lordosis.¿ no intra-operative complications were observed.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.